Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose readings, including a measurement of 45 mg/dl, particularly in the morning and during exercise. The lows were treated with glucose tablets. An agent arranged for the user¿s trainer to provide guidance on managing the device during exercise. No device malfunction was reported.